Event description:
It was reported that when a change is made to a drug name, only the name of the drug is changed. The following associated fields with the drug are not changed: - admin instructions, erx instructions, quantity and units, refills, prn. There was no actual mistreatment reported as a result of this issue based on the available information.

Manufacturer narrative:
(B)(4)